Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needle was clogged while trying to administer medication. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "product concern: the medication wonâ¿¿t go through the needle- we are having to stick patients twice... Back in may, customer experienced similar issue with lot 0351600... We had another issue monday and today. The medication won¿t go through the needle- we are having to stick patients twice- I saw it myself. It¿s not all the needles, hit or miss. Lot # 2188470 exp 6/30/2027. This is the 2nd lot we have had problems with."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged while trying to administer medication. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "product concern: the medication won't go through the needle, we are having to stick patients twice. Back in may, customer experienced similar issue with lot 0351600. We had another issue monday and today. The medication won¿t go through the needle, we are having to stick patients twice. I saw it myself. It¿s not all the needles, hit or miss. Lot # 2188470 exp (B)(6) 2027. This is the 2nd lot we have had problems with".